Event description:
It was reported that the patient presented to clinic for device interrogation. The right ventricular lead exhibited noise, varying impedance, decreased sensing, and loss of capture. The lead was clinically resolved by reprogramming. The patient will continue to be monitored. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.